Event description:
It was reported that: "when the patient was being intubated. Md prepared ett and check cuff with good result, intubated patient and once intubated, cuff malfunctioned. There was an air leak. Cuff was removed and the patient was re-intubated. There was no harm to patient."

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.